Event description:
A pt reproted a one touch ii meter malfunction that prevented pt from testing their blood glucose. Pt has been diabetic since 1994 and has used the ot meter since then. Pt controls their diabetes by diet. Pt does not base any medication intake on the ot meter results. For 2 months before this report, the ot meter has been periodically displaying "cta" message. On 10/01, pt was feeling dizzy and tried to check blood glucose on ot meter, but could not because of the "cta" message. Pt ate a candy bar, but did not seek any medical help. No further info has been reported.